Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture along with high capture thresholds, pacing inhibition less than 2 seconds and brady pacing rate not as expected. Leading heart block in this patient. It was noted that this rv lead was placed in the left bundle area pacing. An x-ray was performed and rv lead dislodged was found. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture along with high capture thresholds, pacing inhibition less than 2 seconds and brady pacing rate not as expected. Leading heart block in this patient. It was noted that this rv lead was placed in the left bundle area pacing. An x-ray was performed and rv lead dislodged was found. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.